Event description:
Patient experienced a drop in mean arterial pressure and drop in blood pressure. Rn thought there may have been an inadvertent infusion of cardene. However, incident team reviewed the event and have come to the conclusion that the pharmacologic interaction of antihypertensives and cardene contributed to the event. The biomedical engineering dept. Reviewed the pump and found that the unit was working properly. This alarm happens when someone opens the door. This event appears to be operator error. There was no harm to the patient.